Event description:
On 03/05/1999 following diagnostic procedure an angio-seal device was placed in a pt's right groin. No difficulties were reported with the deployment and the pt was discharged. On 03/25/1999 the pt returned with a complaint of claudication. A duplex ultrasound of the site revealed a subtotal occlusion of the common femoral artery; however, no intervention was deemed necessary. As of 04/22/1999 there has been no further report to the MFR of complication or add'l patient sequelae.